Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a intraocular lens (iol) implant procedure, the cartridge split down the side while the lens was being injected. The iol was implanted using the same cartridge with no lens impact or patient harm.